Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following lasik flap creation in both eyes, he was able to lift the right eye flap with no issue; however, upon lifting the one for the left eye, a large tag was noted on the side, at the nine o'clock position. The surgeon was able to complete the cut manually, using a crescent blade. Subsequently, he was able to lift the left eye flap and completed the ablation portion without further incident. The procedure was successfully completed in the right eye. The surgeon also reported that following the treatment, he found that the flaps in both eyes were thinner than expected. Per the surgeon, the flap for the right eye measured 115 microns, the left eye 107 microns, while the programmed thickness was 140 microns in both eyes. There are there are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The company representative was on site during the reported event. No issues were found that could contribute to the reported event. The company representative then tested and verified the system to meet specifications prior to departure. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Root cause: based on the investigation results, the root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).